Manufacturer narrative:
The unit was evaluated by our field engineer and the problem was identified in the computer unit. The eval results of the computer module are pending.

Event description:
A report was received from a user facility in (B)(6) indicating that the unit shutdown and restarted without any action from the doctor. There was no injury or consequences to the pt.